Event description:
Boston scientific received information from the local area sales representative that this patient's device/lead system was electively explanted. The system was explanted because the patient's incision site was not healing properly. The patient was discharged with an external lifevest. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.